Event description:
It was reported that possible far field r-wave (ffrw) oversensing and right atrial (ra) undersensing were noted on the ra lead which may be causing device classified false termination of episodes. The lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.